Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck in rewind due to battery issues. The customer's blood glucose level was 148 mg/dl. The customer reported that the insulin pump had no delivery alarm and troubleshooting was performed. The customer was advised to disconnect from the insulin pump. The insulin pump will not be returned for analysis.